Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was playing with his grandson in front of the house and the next thing he remembers is being on the driveway talking to paramedics. Customer's blood glucose was less than 38 mg/dl. Customer's daughter gave him a soda and by the time the ambulance arrived, the customer was fine and no treatment needed to be given. Customer did not recall the date of the event and stated it was a long time ago. Most recent blood glucose was 221 mg/dl. Customer declined troubleshooting.